Event description:
A customer reported to baxter product surveillance of an all-in-one empty container in which the tubing broke off at the port when starting to mix. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. During a visual inspection it was observed that there was tubing separated from the bag port. A definitive root cause was not identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA.